Event description:
The device was used during a hemigastrectomy procedure. Reportedly, the instrument did not fire properly. The surgeon manually oversewed the staple line. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.